Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and there was high flow activation and deactivation issues. The pump would not switch from low to high flow when ablation was started. The cable from generator to the pump was secure. The pump would work properly for a while and then returned to not coming on when ablation was being performed or would not go back to low flow when ablation was off. There was no patient consequences. The procedure was completed by manually turning on the pump through out the procedure. This event is being reported as the activation and deactivation for high flow rate did not worked as intended and this may lead to potential patient injury and volume overload.

Manufacturer narrative:
A)the hardware investigation has begun but it has not been completed at this time. B) when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and there was high flow activation and deactivation issues. The pump would not switch from low to high flow when ablation was started. The cable from generator to the pump was secure. The pump would work properly for a while and then returned to not coming on when ablation was being performed or would not go back to low flow when ablation was off. There were no patient consequences. The procedure was completed by manually turning on the pump throughout the procedure. The investigational analysis has been completed. As the service was declined, no further investigation was able to be performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.